Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the meter was alerting high blood glucose levels. Customer's blood glucose was 594 mg/dl. Customer's blood glucose at time of call was over 600 mg/dl. Customer mentioned high blood glucose may due to steroids intake. Customer treated his high blood glucose with the device. Customer was advised to change entire set, reservoir and insulin. Customer will not be returning the device for analysis.